Event description:
The customer initially was hospitalized for low bgs. Troubleshooting was performed. Then the customer began to experience high bgs while in the hospital. It was found that the basal rates were incorrect. The customer stated that md might have changed it accidentally. Assisted customer in resetting the basal rates. Instructed customer to call the help line if further assistance is needed.